Manufacturer narrative:
Pump received with cracked battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that reservoir ring and batter side was cracked. Blood glucose was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.